Manufacturer narrative:
An event regarding revision due to pain and dislocated cemented patellar component involving an unknown patella was reported. The event was confirmed. Device evaluation and results: not performed as no devices were returned for review. A review of the provided medical records by a clinical consultant indicated: "x-ray printouts available for review include a series dated (B)(6) 2016, which is an ap, lateral and patellar view of the right knee, demonstrating an uncemented right tibial and femoral total knee arthroplasty with four screws in the tibial component. The tibial and femoral components are well-fixed in nominal position. A dislocated cemented patellar component is noted with proximal migration of the patellar component. Undated color photographs of a blood-stained tibial insert with a loose locking wire are available, which note erosive changes on the articular surfaces of the tibial insert. No clinical or past medical history, no operative reports, no listing of the implanted components, and no examination of the explanted patellar component are available. After twenty-three years in situ, wear damage to the articular surfaces of the poly inserts available at that time is not unexpected. There is no evidence that manufacturing or material defects were responsible for this clinical situation." Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. The reported event was confirmed as per provided medical records reviewed by consulting clinician who indicated that the x-ray printouts available for review include a series dated (B)(6) 2016, which is an ap, lateral and patellar view of the right knee, demonstrating an uncemented right tibial and femoral total knee arthroplasty with four screws in the tibial component. Tibial and femoral components are well-fixed in nominal position. A dislocated cemented patellar component is noted with proximal migration of the patellar component. No clinical or past medical history, no operative reports, no listing of the implanted components, and no examination of the explanted patellar component are available. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Right knee revision for anterior knee pain. Patella button removed and insert replaced.

Manufacturer narrative:
The following devices were also listed in this report: series I insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Right knee revision for anterior knee pain. Patella button removed and insert replaced.